Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) due to charge time (CT). It was noted that a manual capacitor reformation was done which resulted in a fault code (fc) 01. The fc was questioned. Technical services (ts) discussed the fc was due to a CT greater than 45 seconds, and recommended that the device be replaced. It was noted that the device was scheduled to be replaced. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.